Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 83-year-old patient (gender unknown) in cardiac arrest, the associated device failed to discharge using these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 catalog # removed and d4 primary UDI # updated. Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. The CPR stat padz were returned to zoll medical corporation for evaluation. However, the customer?s report was unable to be observed as the pads were in a compromised state upon return. The gel was missing from one of the pads while the other pad had the gel rolled into a ball. There was no presence of hair on the pad although knowledge of patient prep is unknown. The pads were able to be discharged with a known good unit attached to a simulator. The pads were scrapped after testing. No trend is associated with reports of this type.